Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 5th march 2026, it was reported by an arthrex employee via email that for an ar-1927bcf-45, 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® and one tigerwire®, the anchor broke during insertion. This was detected during use in a rotator cuff repair surgery on (B)(6) 2026. The procedure was completed successfully as another new ar-1927bcf-45 was used. Ar-1922p and ar-1927ptb-45 were used to prepare the bone socket. The bone quality of patient was hard, and no fragments were left in the patient.